Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the aliquot probe was failing at the first touch point post replacement. The aliquot drain and probe were cleaned with an alcohol pad. The aliquot probe was then aligned. The system was reset and quality checks passed. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed vancomycin patient results were obtained on a dimension vista 500 instrument when run in duplicate. The initial results were considered correct and were reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were considered discordant and were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin results.